Event description:
On (B)(6) 2011 customer reported that the dxc 800 pro instrument was generating "air pressure" errors, and the hydropneumatics system was leaking. Customer was not able to determine the source of the leak. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument, adjusted the air pressure and cleaned up the no foam leak. No further issues were reported.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).